Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device experienced t-wave oversensing (twos) at rates above 140 beats per minute. The device currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the sensing was reprogrammed and the device remains in use.